Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded motor home switch. No motion sensor test failure alarm noted. Unable to perform the displacement test, basic occlusion test, occlusion test, prime test and the excessive no delivery test or test the operating currents and off no power alarm due to motor error alarm. Unable to verify motor position encoder error alarm in alarm history screen due to motor error alarms. Unit had a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.